Event description:
Information was received indicating that a leak was noted coming out of the patient port on a smiths medical pneupac parapac plus during testing. There were no reported adverse effects or patient involvement.

Manufacturer narrative:
Other, other text: one pneupac ventilators parapac was returned for analysis in undamaged condition. Upon functional testing, gas was heard hissing inside the device; failing demand leak test and lock-off leak test. The possible cause was found due to faulty input and output assembly. Based on the evidence, the complaint was confirmed. The root cause is unknown.